Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to a product performance anomaly. This ICD was successfully replaced. No additional adverse patient effects were reported. This product was not returned for analysis.